Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from a failed hip implant. Update rec¿d 5/6/2014¿ pfs and medical records received. Part/lot was provided. The pfs also alleged pain and popping sounds. After review of the revision operative note it indicated the patient had a malpositioned cup so the cup is now being reported. The operative note also confirmed metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/4/2014. Update ad 31 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. Added facility name, account name, revision surgeon, patient harms, expiration date of head and liner and updated patient's initials. Added stem on ip due to the alleged elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2012, (right hip).